Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer¿s blood glucose level. The customer performed a reset on their own and was advised to use multiple daily injections (mdi) as a backup therapy. Technical support arranged for a replacement pump with updated software to be sent, and they provided instructions for using the new device and returning the malfunctioning one. The customer understood and acknowledged all instructions.